Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a psi kit, including one dilator and sheath for analysis. The dilator hub was not returned for analysis. Definite signs of use were observed in the form of biomaterial. Visual analysis of the dilator separation point revealed that it was rough and discolored. The condition of the separation point appeared to be consistent to that of a stress related break. No other defects or anomalies were observed. The overall length of the dilator measured 21" which is not within the specification limits of 28 3/4" - 29 1/4" per the dilator product drawing. The overall length of the sheath measured 18" which is not within the specification limits of 25" - 26" per the sheath product drawing. Due to the discrepancy between the measurements of the returned device and the reported material, the customer report cannot be confirmed at this time. A device history record review was performed, and no relevant findings were identified. The customer report of a dilator hub separation was confirmed through investigation of the returned sample. Visual analysis revealed that the dilator was separated, and the separation point was rough and discolored. The appearance of the damage is consistent with dilator damage within the scope of a previously opened CAPA. However , without the dilator hub returned and due to the dimensional discrepancy between the returned device and reported material, the potential root cause cannot be confirmed. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.